Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1600568 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
According to the physician the clips were falling out. The patient's condition was reported as fine.